Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue end of a minicap transfer set ¿split inside the connection shield/ patient line¿ and as a result, the patient could not disconnect from the pd cycler. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The transfer set was replaced. It was further stated, there were no issues with the connection shield or patient line extension. There was no report of patient injury or medical intervention associated with this event. No additional information is available.